Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was high. Patient's blood glucose at time of incident was 507mg/dl. Patient's current blood glucose was 455mg/dl. The customer treated with manual syringe. Based on customer report customer does not allege pump was under delivering. Customer stated the drive support cap appears normal. The insulin pump will not be returned for analysis.